Manufacturer narrative:
The particular device is not under a service contract and the hospital did not place an order to check or eventually repair the device. Hence, no device log file is available and the information on which the evaluation was based is very limited. It was reported that the workstation was connected to mains power when the vent fail alarm was posted - an empty or otherwise malfunctioning battery could thus not be the root cause for the observation. The workstation is approximately five years old and has an unknown service status. Per manufacturer's advises, the device must undergo preventive service and maintenance checks at least every six months. It is not known if the hospital has performed these or not. All in all, no reliable conclusion in regard to the potential root cause can be made on the base of the provided details. If automatic ventilation fails this will be brought to the user's attention by means of a corresponding alarm. Manual ventilation will still be possible if the problem is limited to the ventilator unit. There were no patient consequences reported for the particular case.

Event description:
Please refer to initial MFR. Report no. 9611500-2019-00147.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that automatic ventilation failed during a case. The device reportedly alarmed and manual ventilation remained possible. There was no injury reported.